Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed toward the cap on the port side. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer prior to treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A lot history review was performed. There were 16 other complaints reported on the lot: four addressing internal blood leaks (all were no sample events) and 11 addressing external blood leaks (one confirmed with a provided photograph and the others were no sample events). There was one complaint for a loose header cap not used for treatment ( confirmed with sample). A review of the production record revealed there was one approved temporary dn and nc-1067670 (plc potting speeds not sent to mes) in the production of the lot. Nc-1067670 may potentially be related to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed toward the cap on the port side. The machine, a fresenius 2008t machine, alarmed appropriately with a "blood leak" alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer prior to treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.